Event description:
Physiological patient monitor network communication corrupted due to a ge cic locking up in what was apparently a time stamp loop, setting all monitors and cics on the network to 7 am. This prevented the time from incrementing on all monitors resulting in the loss of trend/historical data as every data point was recorded as 7 am.